Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found leakage using the bd intima-ii catheter between the catheter and the catheter adapter. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd received a sample from the customer in support of this complaint. The investigators were able to observe the reported failure mode in the sample provided, a leakage test was performed on the returned sample at 45 psi. A leak was observed approximately 1 mm from the root of the catheter. Microscopic inspection of the catheter found the wound to be v-shaped. Additionally the batch record also was reviewed, no related abnormalities were found. The most likely root cause is directly related to the quality of the material used to fabricate the catheter. This issue has been observed before, the initial discovery prompted changes in our manufacturing procedure to mitigate the reoccurrence of this failure mode. This specific lot# that was returned was produced prior to the initiation of these alterations our procedures. The root cause is row of catheter material issues.